Event description:
It was reported that the patients ipg was not working. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed by the facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred in approximate a year ago.

Event description:
It was reported that the patients ipg was not working. The patient underwent an explant procedure. The explanted device has been disposed by the facility. Additional information was received that all device components were explanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 21150601/20599127. Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 20738618.